Manufacturer narrative:
No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined. The customer reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. The adhesive plastic housing, adhesive pad, and soft cannula were inspected and nothing was found that would contribute to skin irritation. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 320 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the adhesive was not secure and the cannula had dislodged from the infusion site (hip/buttocks). Ketones were also checked and the results were negative. Skin inflammation was reported at the site as well. As treatment, a new pod was applied and several corrections were delivered.